Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed that pump error 38 alarms were found on 11/23/2025 23:01:03.000 through 11/23/2025 23:11:42.000, with several alarms noted. Line=726 file=121. Pump error 37 alarms were also found on 11/23/2025 22:53:38.000 through 11/23/2025 22:58:20.000, with several alarms noted. Line=795 file=121. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error 37 during rewind. Unit failed rewind test but passed self-test. All buttons were tested and were all responsive. Proceeded by cutting unit open and performing a visual inspection of all connectors and electronic assemblies. No flattened domes were noted on the keypad assembly. Per visual inspection it was determined that the ingress of water corroded the motor home switch, causing the pump error 37 during rewind, and the customer's alleged pump error 38. Unit was received with the following cosmetic damages: scratched case and pillowing keypad overlay. In conclusion, customer allegations for keypad anomaly were not confirmed when all buttons were responsive and no damages were noted on the keypad assembly. However, customer allegations for pump error 37 were confirmed when the unit was received with a constant pump error 37 during rewind, due to corroded motor home switch. Additionally, customer allegations of pump error 38 were confirmed when alarms were noted in adapt. Due to corrosion, isolate to motor and electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad anomaly, pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast.), and pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The pump was not exposed to change in altitude. The customer was not able to clear the alarm and rewind the pump. The customer states the pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.